Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no damage was observed to the pump keypad cover. During testing, the contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive to user presses. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, faded, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and contrast keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.